Event description:
Obtained capillary blood sample for glucose, pulled a strip out of vial and placed blood sample on strip, back of strip never turned blue. Strip discarded & new strip was pulled out of the bottle and sample was retaken from the same finger which had moderate amount of blood yet. This strip turned a light blue on the back and this strip was placed into the glucometer. The glucometer then read "please replace strip." This strip was taken out and discarded. A third strip was taken out of the bottle and sample again was placed, this time the back of the strip turned blue and then this strip was placed into the glucometer and this resulted at 178. Glucometer was qc'd in the beginning of the shift and had passed. Vial of strips removed from service. New vial qc'd to glucometer.